Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, the patient felt a twitch in the chest muscle. The right atrial lead exhibited a drop in impedance measurements. The device was reprogrammed. On (B)(6) 2016 the lead was noted to be fractured and was capped and replaced. The patient was in good condition post surgery.